Manufacturer narrative:
Visual analysis of the returned device identified: partial delamination of the valve, two openings curved, crease fold, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening striated on the radius, one opening crease sharp on the anterior and partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool; one crease sharp opening on the anterior due to fold flaw opening; creases are observed but have no relationship with manufacturing; partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported right side deflation. Health professional additionally reported creases. Device has been explanted.

Event description:
Health professional additionally reported creases. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.